Event description:
It was reported that during a low anterior resection procedure that after firing the device while attempting the remove the anvil disconnected from the stapler and had to be removed manually by using forceps to pull it out. Staple line and the donuts were fully intact. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # 509a18. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification is requested on the event. It was reported that the staple line and donuts were fully intact. It was then reported that another like device was used to complete the procedure. Why was an additional device used to complete the procedure if the staple line and donuts were good? Thank you. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. Only anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not clamp across or grip on the locking springs when attempting to reattach the anvil as this will prevent anvil attachment. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/22/2022. Additional information was requested, and the following was received: it was reported that the staple line and donuts were fully intact. It was then reported that another like device was used to complete the procedure. Why was an additional device used to complete the procedure if the staple line and donuts were good? Response: it was not another device that was used, it was an instrument used to remove the anvil.